Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, defective keypad, which was observed during evaluation. Evaluation found all keys to have an automatic duplicate output due to a failed keypad. The front case (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a defective keypad. It was also reported there was no patient injury.